Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer reported that the insulin pump alarmed battery out limit. It was reported that the insulin pump was not used for weeks and a new battery had just been inserted. The customer was advised that it was normal insulin pump behavior for the insulin pump to alarm after batteries have been out for long duration of time. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.